Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The two year follow-up CT imaging showed the presence of proximal migration of the left iliac limb due to the implantation of a shorter iliac limb stent graft in the left common iliac artery, that placed the distal end of the iliac limb stent graft in a location outside the treatment range for implanted device. A re-intervention is planned at a later date to place an additional iliac limb to extend the seal into the common iliac artery. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Remains implanted.